Manufacturer narrative:
(B)(4). This complaint for damage with a transfer set was confirmed during a visual inspection. Set was tested underwater at 8 psi with no leak noted. Set was visually inspected and noted that the tip of the spike was bent inward. No other visual defects were noted. This condition is not seen at mountain home during assembly. This product is manually assembled by operators performing a 100% pressure test inspection.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter that the spike of a transfer set was bent. There was patient involvement, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for damaged was confirmed; however, no root cause could be determined.